Event description:
It was reported that the procedure was to teat a 78% re-stenosed lesion in the distal circumflex with moderate tortuosity and moderate calcification. The 1.2 x 15 mm mini trek balloon catheter was advanced and crossed the lesion. The balloon was inflated to 10 atmospheres (atm); however, blood was observed through the balloon layer; therefore, the device was removed. There was no resistance noted during advancement. After removal, it was noted that the balloon was ruptured. A new 1.2 x 12 mm mini trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, a tear/hole in the shaft was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: pilot 50, 190cm; other: ppak. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.